Event description:
It was reported that the proximal body failed as the trial tray broke off into its taper during use by the physician. Despite this issue, the case outcome was unaffected, and the user expressed understanding after the procedure.

Manufacturer narrative:
Corrections: update to product details prompted to 3000931034 - te (mtbonnot) d1 product long description d2a common device name d2b product code d3 manufacturer entity d4 catalog # and lot/serial no. G1 manufacturing site. The reported event was not confirmed since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material manufacturing or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
It was reported that the proximal body failed as the trial tray broke off into its taper during use by the physician. Despite this issue, the case outcome was unaffected, and the user expressed understanding after the procedure.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.